Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. No code available (3191) is used to capture synovitis.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Patient underwent a right attune tka utilizing depuy cement on (B)(6) 2015. On (B)(6) 2018, he then underwent an attune revision of the tibial base and poly insert for pain and aseptic tibial loosening. ¿villonodular synovitis¿ was found, which surgeon states is consistent with a loose implant. Loosening noted at the implant-cement interface as surgeon states the base was removed by hand while the cement was removed from tibia in ¿painstaking fashion.¿ the femoral and patellar components were not revised. Doi: (B)(6) 2015, dor: (B)(6) 2018.